Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, the sureform 30 stapler instrument fired a gray reload on the lung, but the staple line did not completely staple the tissue. Bleeding occurred and was resolved with hem-o-lok clip application. Loose staples were retained in the patient. The procedure was completed robotically. Post-operatively, the patient¿s plan of care was no different than initially planned. Intuitive surgical, inc. (Isi) has made multiple attempts to contact the surgeon of this procedure to obtain additional information; however, as of the date of this report, no further details have been received. Follow-up: on 10/07/2022, isi contacted the site robotics coordinator and additional information was obtained about the complaint: the surgeon fired a gray reload and it "missed" the target tissue causing some bleeding. The bleeding was resolved with a robotically placed hem-o-lok clip. The procedure was completed robotically. The customer said she was not present, but was informed by the staff in the room at the time. There was no allegation of the target tissue being pushed or moving unexpectedly, rather, the stapler somehow stapled tissue that was not intended to be stapled.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product related. Isi received the gray reload (1) involved with this complaint and completed the device evaluation. Upon visual inspection, the reload was returned used and fired. There was cartridge damage observed in two locations. There was damage seen on both sides of the distal end. There was no missing material. A review of logs showed no firing failures. The root cause of this failure is attributed to the user. A follow-up MDR will be submitted if additional information is obtained. Isi received the other gray reload (2) involved with this complaint and completed the device evaluation. Upon visual inspection, the reload was returned used and fired. There was cartridge damage observed within the knife track. There was no missing material; the damages were still intact. A review of logs showed no firing failures. The root cause of this failure is attributed to the user. Isi received the sureform 30 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the reported complication. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues on both attempts. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No errors appeared during in-house testing. A review of logs showed no firing failures. No damage was found. There was no problem detected. A system log review was performed for this procedure: no relevant errors were observed during this procedure. The stapler logs for this event were reviewed by a failure analysis engineer: "logs show pn 488530-10, lot u10220708-0074 was installed 3x and fired 2 reloads (both gray). Firings occurred on first two installs. Both firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. There was a 3rd install of this instrument that used a blue reload, but the logs show a completed clamp followed by a completed unclamp, with no firing attempted." A clinical development engineer (cde) reviewed the images received of this event: "with the images provided, I can confirm that there were malformed staples. However, with this image alone I am unable to determine the cause of this issue." This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted pulmonary segmentectomy procedure, the sureform 30 stapler instrument fired a gray reload on the lung, but the staple line did not completely staple the tissue. Bleeding occurred and was resolved with hem-o-lok clip application.